Event description:
A customer contacted baxter's technical service center regarding a check lines and bags alarm that appeared on the display of the home pt's homechoice machine during drain. Per initial report, home pt reported seeing fibrin and baxter's technical service center assisted ending therapy early. No pt injury or medical intervention was needed per home pt's nurse. A follow-up call was made with the hp's nurse and she stated the hp had developed peritonitis in 2006 and did not require hospitalization. The hp is allergic to iodine. Hp's symptoms were abdominal pain and cloudy effluent. The hp was treated with 2 grams ancef via IV in 2005 and 1 gram ancef via ip for the next 14 days. The pt recovered from this peritonitis episode based on lack of symptoms. The nurse stated the suspected root cause of the peritonitis was pt self-contamination, due to not wearing a mask while undergoing pd dialysis. The hp has been retrained on aseptic techniques.